Event description:
The customer reported that the bag spike spontaneously came out of the platelet bag. This occurred at the beginning of the infusion and almost the entire bag leaked onto the floor. The nurse noted significant difficulty spiking the bag. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.